Event description:
Patient was implanted on right side and underwent revision surgery due to revitan pin fracture.

Manufacturer narrative:
Additional information received on sep 30, 2020. D11: medical products: revitan, proximal part, conical, uncemented, 55, taper 12/14; catalog#: 0100401055; lot#: 2776299. Cocr head 32/ 0 'm' 12/14; catalog#: 14320620; lot#: 2752435. Eska cup (eska-pfanne); catalog#: unknown; lot#: unknown. Therapy date: (B)(6)2020. The manufacturer received x-rays and other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Review of event description: it was reported that the revitan stem was implanted on (B)(6) 2015 and a revision surgery was performed on (B)(6) 2020 due to revitan pin fracture/breakage. Review of received data: x-rays: an undated ap and second view of the right hip were received in a pdf file as scanned images. The resolution of the images is low. The x-rays show the revitan stem fractured at the connection pin. Lateral to the stem shoulder there is a broken cerclage wire visible. There are heterotopic ossifications between the femur and the pelvis. In gruen zones 1, 2, 8 und 9 there is a bony part visible, which seems to be partially fused to the femur. The ap view shows that the proximal stem part is tilted to medial and its distal end is shifted laterally. The tilting and shifting of the proximal stem part exposes medially and laterally a radiolucent gap which is bordered by a sclerotic line on the bone side. On the second view radiolucent gaps can be observed along the anterolateral and posteromedial side of the proximal stem part. Implantation report of (B)(6) 2015: from the report at hand the following relevant information can be summarized. The indication section mentions a state after a septic revision of a total hip prosthesis (thp) with a tear of the trochanter major on the right side and leg length shortening of 7.5 cm. The technical procedure states that there is a complete tear of the trochanter major, which is only fixed to the rest of the femur by connective tissue. An eska cup size 64 is implanted in the acetabulum using a 45° inclination and 10° anteversion. The antibiotic beads are removed from the femur and samples are taken for pathological and microbiological testing. The medullary canal is reamed and a revitan rasp size 18 - 140 can be anchored well distally. A reduction shows stable conditions. The trial rasp is removed and the definitive implant is inserted with a slight retroversion. With the help of an m head stable conditions can be achieved. A fluoroscopy check is made. The trochanteric fragment, which still has an elevation of about 7 cm, is pulled down to the femur and fixed to the revitan stem with the help of a cerclage. Incidence report of (B)(6) 2020: the incident report informs about the patient height and weight listed on the first page of this report. Note of the author: the given height and weight of the patient results in a bmi of 35.4 which can be classified as obese class ii according to the bmi scale (bmi 35.0 ¿ 39.9) (1). Revision report of (B)(6) 2020: from the revision report at hand the following relevant information can be summarized. The indication section mentions a fracture of the modular stem at the connection pin after a revision of the thp implanted in 2015 due to infection with staph. Epidermidis and corynebacterium proprii. Since then, there was a postoperatively wound healing disorder which was followed by a new revision with inlay replacement. After long term antibiotic treatment, the infection had probably subsided and the patient did not have any other hip interventions. The patient had discomfort in the right hip for weeks which intensified significantly in the last few weeks. The technical procedure mentions that the proximal part of the stem is very loose and can be easily removed. The cup sits firmly and the inlay is not scratched, therefore it is decided to leave them in place. The distal stem part is firmly osseointegrated and is removed via a femur osteotomy with the help of chisels. The trochanter massif is preserved circularly until below the trochanter minor. Further, the report describes the steps to implant a new revitan distal stem size 18/200, revitan proximal stem size 75 mm and a ceramic head size 32m. The assembled revitan stem is inserted and impacted into the femur. On the last two centimeters a cancellous bone plasty is performed in the area of the trochanter massif. Here, cancellous bone chips removed from the heterotopic ossifications are inserted and significantly compacted by the final impaction of the prosthesis. Product evaluation: visual examination: in the as-received condition the cocr head and the proximal part of the revitan stem were still assembled. For better handling the parts were disassembled. Before the disassembly the stem to head position was marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 0 to 3 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. On both fracture surfaces polished areas can be recognized all around the edge. Damage from contact between the parts after the fracture can be seen on the middle region of the distal fracture surface. Some blackish discolorations can be seen on the lateral side of the distal fracture surface. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the distal stem part, a wear mark can be seen on the anterolateral face surface. The proximal part of the revitan stem shows revision damage in the form of scratches and instrument marks. On the stem shoulder a polished area can be seen which extends slightly to the posterior side. Several polished horizontal lines can be seen on the anchoring surface on the medial side. In addition, a round polished area can be noticed on the anterior side. There are hardly any signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is a half circumferential stripe with surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material, fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. Revision damage in the form of coarse scratches and drill marks can be observed on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible on the entire anchoring surface. Apart from some areas with dense scratches on the articulation surface, the cocr head is inconspicuous. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: based on the received information the revitan stem was implanted on (B)(6) 2015 in combination with a cup from a competitor (eska cup). This combination is not approved by zimmer biomet and has to be considered off-label use. The revitan stem was revised approximately 5 years and 7 months later due to a fracture at the connection pin. The investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favoured the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem while on the proximal part there are hardly any bone attachments. Further, on the proximal stem part, polishing can be seen on the stem¿s shoulder and on the anchoring surface which indicates movement between the part and the surroundings. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. There are only undated x-rays at hand that show the revitan stem fractured at the connection pin and radiolucent gaps around the proximal stem part. As the complete x-ray follow-up is not at hand, the bone situation around the revitan stem from immediately after the implantation until the fracture of the stem stays unknown. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem (1). At the time of implantation in (B)(6) 2015 this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, it can only be assumed that from a biomechanical point of view the proximal bone support of the revitan stem was suboptimal during the time in vivo. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin and the patient¿s bmi of 35.4, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). References: (1) wikipedia body-mass-index accessed on 08 oct 2021 https://en.wikipedia.org/wiki/body_mass_index (2) revitan curved revision hip system surgical technique, 06.01169.012 - rev. 2 2016-11 a4.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Concomitant medical products: revitan proximal stem hip impl win gen; item# unknown ; lot# unknown. Ceramic head hip impl win gen; item# unknown ; lot# unknown. Eska cup (eska-pfanne); item# unknown ; lot# unknown. X-rays and other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number w as provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to revitan pin fracture.